Manufacturer narrative:
On 4/16/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 7683703 sn: (B)(4) and (left) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 7683703 sn: (B)(4). On 4/23/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/9/2019, the product investigation was completed. Device investigation summary: upon initial inspection of the sample it was noticed a rupture located on the posterior aspect measuring 0.5 cm approximately. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 275cc mentor siltex round moderate profile saline catalog: 3542640, lot: 7290033, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 275cc mentor siltex round moderate profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient was scheduled for removal on (B)(6) 2019.